Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has been received and will be providing a f/u report when our investigation is complete.